Manufacturer narrative:
(B)(4). Batch # m52449. The analysis results found that the tlc75 device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received with the cartridge deck damaged and with 8 drivers up. The damage to the cartridge deck is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedge sled pushing the driver to continue its run. The device was tested for functionality with the returned reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, the device was locked out at the first firing on the duodenum. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.